Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, shortly after implant, the patient experienced an infection at the abdominal incision site of the pressure regulating balloon (prb) of this artificial urinary sphincter (aus) system. The cause of the infection was not established. However, the physician inspected the incision site and determined it appeared that the patient had been itching his sutures; the physician believes the device did not cause or contribute to the infection. A surgical procedure was performed to remove the aus system and antibiotics were prescribed. After removal, the infection resolved and the patient recovered. A new system was implanted approximately six months later with a satisfactory outcome and a complete recovery by the patient.